Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the transducer prompted a usacquisitionhw_31 error anytime the probe tip was manipulated. The transducer was being used on a sedated patient during a transesophageal echocardiography (tee) study. The user replaced the transducer to continue and complete the study using the same ultrasound system. There was no loss of data, so the study was not repeated. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation, provide the date received by manufacturer, update device evaluated by manufacturer , provide the device manufacture date (see,update the event problem and evaluation codes, and provide the device investigational results. The device referenced in this report was returned to siemens for evaluation. During visual inspection, no physical damage was observed on the articulation sleeve area. The system error 31 was reproduced when articulation was bent. The inter-connectivity test failed at thermistor and signal nets. Destructive analysis of the transducer showed that a thermistor+/- traces crack and open on gastro flex #7 soldering area which could lead to system error 31 (temperature/thermal). Electrical open was confirmed by multimeter test. The likely root cause of the system error wasthe gastro flex thermistor trace crack and open because of insufficient cable assembly and/or gastro flex reliability which is related to design. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.